Manufacturer narrative:
It was reported that the patient is unable to get the ball on her millenium m10 oxygen concentrator to rise above 7-8lpm when turned up to 10lpm and the patient¿s oxygen saturation is not registering above 74%. No medical intervention was required. The patient returned to her already prescribed 5lpm oxygen nasal cannula and oxygen saturation improved to 90%. This patient has a medical history of pulmonary fibrosis and reported her concern that she has had a ¿change in her overall condition.¿ the life 2000 device is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device supports spontaneous breathing for patients unable to drive their own respirations and can be delivered via nasal pillows, face mask, or et tube. The device IFU states "always have an alternate means of ventilation or oxygen therapy available." The patient¿s life 2000 device settings were titrated, and the device was used in conjunction with the patient¿s concentrator with 5-6l oxygen bleed-in. The patient¿s oxygen saturation remained at 91% during monitoring by the respiratory clinician. Follow-up with the patient determined that the patient was ultimately not able to tolerate the titration of settings and the patent reported returning to her prescribed oxygen of 8l via nasal cannula. The patient¿s life 2000 device was exchanged, and titration of the new device occurred. At this time, the patient reported still experiencing activity-related oxygen desaturation with and without the use of the life 2000 device. The patient again contributes the desaturation to the progression of the patient¿s pulmonary disease and expressed the desire to continue the use of the life 2000 device. Further follow-up, with post-titration of device settings, found that the patient¿s spo2 measured 91% while using the life 2000 device at rest, and a decline in the patient¿s oxygen saturation occurred (79%) with slight activity of ¿talking or adjusting position.¿ it is noted that the patient is reluctant to contact her healthcare provider due to discouraging news received at the patient¿s last visit with the healthcare provider. At this time, the patient is continuing to use the life 2000 device. Follow-up with the patient¿s php is planned to determine if continued use of the device by the patient is advised. In this event, the ultimate cause of the reported oxygen desaturation and inability to get the ball of the oxygen concentrator to rise above 7-8l is unknown. The desaturation is likely multifactorial due to the patient's underlying pulmonary pathology, as the patient reported experiencing oxygen desaturation unrelated to the use of the device as well as noted desaturation upon slight patient activity. The patient recovered at home with no medical intervention required (beyond switching to the already prescribed oxygen therapy via nasal cannula), thus indicating that a serious injury did not occur. An inspection of the device is pending at this time. Therefore, it cannot be ruled out if a malfunction of the life2000 device occurred that led to a failure of the oxygen concentrator, is likely to contribute to a serious injury or death if it were to recur. No further information is available on the inspection of the device at this time.¿ the investigation is ongoing, however if any additional relevant information is identified following completion of the inspection, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported that the patient is unable to get the ball on her millenium m10 oxygen concentrator to rise above 7-8lpm when turned up to 10lpm and the patient¿s oxygen saturation is not registering above 74%. No medical intervention was required. The patient returned to her already prescribed 5lpm oxygen nasal cannula and oxygen saturation improved to 90%. This patient has a medical history of pulmonary fibrosis and reported her concern that she has had a ¿change in her overall condition.¿ this report was filed in our complaint handling system as complaint # (B)(6).

Manufacturer narrative:
It was reported that the patient is unable to get the ball on her millenium m10 oxygen concentrator to rise above 7-8lpm when turned up to 10lpm and the patient¿s oxygen saturation is not registering above 74%. No medical intervention was required. The patient returned to her already prescribed 5lpm oxygen nasal cannula and oxygen saturation improved to 90%. This patient has a medical history of pulmonary fibrosis and reported her concern that she has had a ¿change in her overall condition.¿ the life 2000 device is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device supports spontaneous breathing for patients unable to drive their own respirations and can be delivered via nasal pillows, face mask, or et tube. The device IFU states "always have an alternate means of ventilation or oxygen therapy available." The patient¿s life 2000 device settings were titrated, and the device was used in conjunction with the patient¿s concentrator with 5-6l oxygen bleed-in. The patient¿s oxygen saturation remained at 91% during monitoring by the respiratory clinician. Follow-up with the patient determined that the patient was ultimately not able to tolerate the titration of settings and the patent reported returning to her prescribed oxygen of 8l via nasal cannula. The patient¿s life 2000 device was exchanged, and titration of the new device occurred. At this time, the patient reported still experiencing activity-related oxygen desaturation with and without the use of the life 2000 device. The patient again contributes the desaturation to the progression of the patient¿s pulmonary disease and expressed the desire to continue the use of the life 2000 device. Further follow-up, with post-titration of device settings, found that the patient¿s spo2 measured 91% while using the life 2000 device at rest, and a decline in the patient¿s oxygen saturation occurred (79%) with slight activity of ¿talking or adjusting position.¿ it is noted that the patient is reluctant to contact her healthcare provider due to discouraging news received at the patient¿s last visit with the healthcare provider. At this time, the patient is continuing to use the life 2000 device. Follow-up with the patient¿s php is planned to determine if continued use of the device by the patient is advised. In this event, the ultimate cause of the reported oxygen desaturation and inability to get the ball of the oxygen concentrator to rise above 7-8l is unknown. The desaturation is likely multifactorial due to the patient's underlying pulmonary pathology, as the patient reported experiencing oxygen desaturation unrelated to the use of the device as well as noted desaturation upon slight patient activity. The patient recovered at home with no medical intervention required (beyond switching to the already prescribed oxygen therapy via nasal cannula), thus indicating that a serious injury did not occur. An inspection of the device is pending at this time. Therefore, it cannot be ruled out if a malfunction of the life2000 device occurred that led to a failure of the oxygen concentrator, is likely to contribute to a serious injury or death if it were to recur. Revision with inspection findings 1/20/23: an inspection of the life 2000 device, in conjunction with an oxygen concentrator, was performed by a hillrom engineer. Therapies were completed using all device activity levels using the patient's submitted device circuit and found that the device (ventilator and compressor) performed as intended. The inspection also notes that the oxygen concentrator used during the inspection did not malfunction, its flow meter did not fall below the 5lpm set point. Based on this information, no further action is required.

Event description:
It was reported that the patient is unable to get the ball on her millenium m10 oxygen concentrator to rise above 7-8lpm when turned up to 10lpm and the patient¿s oxygen saturation is not registering above 74%. No medical intervention was required. The patient returned to her already prescribed 5lpm oxygen nasal cannula and oxygen saturation improved to 90%. This patient has a medical history of pulmonary fibrosis and reported her concern that she has had a ¿change in her overall condition.¿ this report was filed in our complaint handling system as complaint # (B)(4).